Event description:
Same case as MDR ID # 2134265-2015-00549. It was reported that hematoma and vessel dissection occurred. The 90% stenosed, diffuse target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated using several unknown balloon catheters. A 24 x 2.25mm promus premier¿ stent delivery system (sds) was advanced and deployed. When intravascular ultrasound (ivus) was performed, hematoma and dissection were noted where the stent was deployed. The physician advanced another 24 x 2.25mm promus premier ous mr stent; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the proximal part of the stent was lifted. A 28 x 2.25mm promus premier ous mr stent was advanced but would not cross. The procedure was completed with the implant of a 16 x 2.25mm promus premier ous mr stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).